Manufacturer narrative:
The customer's report that the IV tubing was disconnected at the triport area was not confirmed. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking or any disconnection. The set's male luer was a measured to be within dimensional/iso specification(s). The root cause was not identified.

Event description:
It was reported that the IV tubing was disconnected at the triport area. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics were not provided.

Event description:
It was reported that the IV tubing was disconnected at the triport area. Although requested, no additional event and/or patient information was provided.